Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised after patient complaint of pain and a grinding sensation. Surgeon reported that according to pre-operative scans, the shell was malpositioned. Intra-operatively, notching on the stem due to impingement with the shell was noted. The shell, an adm/ mdm liner construct, and femoral head were revised to a shell, adm/ mdm liner construct, and a metal femoral head. Rep reported that no further information will be released by the hospital or surgeon.